Manufacturer narrative:
A site visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient experienced a corneal burn during cataract surgery. The case was completed using an alternate phaco handpiece. Sutures were required to close the wound. Additional information has been requested.